Event description:
Ten pts with discrepant total bilirubin results. Initial results not reported. Pts not adversely affected. Repeat results occurred on different analyzer, same methodology. Pt 1 initial <0.2 mg/dl, repeated 0.92 mg/dl. Pt 2 initial <0.2 mg/dl, repeated 1.19 mg/dl. Pt 3 initial <0.2 mg/dl, repeated 1.17 mg/dl. Pt 4 initial <0.2 mg/dl, repeated 1.14 mg/dl. Pt 5 initial <0.2 mg/dl, repeated 1.34 mg/dl. Pt 6 initial <0.2 mg/dl, repeated 0.95 mg/dl. Pt 7 initial <0.2 mg/dl, repeated 0.99 mg/dl. Pt 8 initial <0.2 mg/dl, repeated 1.72 mg/dl. Pt 9 initial <0.2 mg/dl, repeated 1.05 mg/dl. Pt 10 initial <0.2 mg/dl, repeated 0.91 mg/dl. The field svc rep found the cause of the discrepancy to be a clogged reagent line. The reagent was replaced and primed. Performance tests were performed and within spec.